Event description:
Treatment of a posterior avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. After the onyx injection, it was reported the onyx was observed to be leaking from a tiny hole in the marathon catheter into the vertebral artery. Since the onyx was left suspended in the vertebral artery and presented a stroke risk, the vessel had to be sacrificed. Same event as MDR# 2029214-2014-00508.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.